Event description:
It was reported that this right ventricular (rv) lead. No further information was provided regarding the explant of this lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).